Event description:
It was reported that three ted12's were used during a laparoscopic hernia repair. It was reported by affiliate that the balloons burst and no pieces fell in the pt. There was no consequence to the pt.